Event description:
Pulse oximetry was about 10% off for years without physical presentation issues until about 15% under though remember, he had no symptoms of distress at 90, that was his 97 for most people, because signs would slightly show when he dropped under 87 momentarily from playing because he had a restriction, we thought he may grow out of; after some years of not getting better yet not getting worse just had to be careful with him, not let him play too hard or have too much sugar, so it was always hard to seek further medical help when rookie health care practitioners freak out and saying he was dying when he wasn't. One time they even snatched him up from us when we were trying to just get a referral, they sent the whole world after us and hurt him so bad, not to mention the whole family? Over nothing really. Just too ridged of a book answer on pulse oximetry. Please see what the inventor actually said. He said it is accurate within 95% confidence variable for 70% of people (healthy adults were test subjects for baselines) 30% maybe a lot of the sick people, not so accurate, he did not say with confidence much more. The book heard what it wanted to streamline quick decisive care practices, which sounds great if it was a perfect product for everyone, though it¿s not. It shouldn't have made me seem like a monster to the word, people said such horrible things about me for saying what the inventor said. He was held hostage for a month over this... I do and never did seek any charges, just proper adjustment for the future. Everyone thought they were doing right because the book told them so.